Event description:
The customer reported that she recently had a medical resonance imaging and since then her blood glucose have been low. The blood glucose reading at the time of the call was 64 mg/dl. Troubleshooting was performed. Ran a displacement test and failed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error and other alarm during rewind as a result of motor encoder signal being out of phase. Further testing was not performed due to the motor error alarms.